Manufacturer narrative:
H.6. Investigation summary two photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I from lot number 9282402, regarding item # 391593 with the reported issue. A DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9282402. No customer returned sample received by bd bawal along with the reported complaint. We have received two photographs as shared by the customer, indicating the reported defect. Based on the photograph received the defect is confirmed. Upon further investigation the team discovered the following: 1. The plant produces both ce marked products and non-ce marked products for different market needs. 2. The two lots are manufactured on two different dates. Lot number 9282402 with no ce mark was manufactured in october 2019 while lot number 0042942 was manufactured in january 2020. 3. The lot number 9282402 was dispatched from the plant in november 2019 while lot number 0042042 was dispatched from the plant in february 2020. 4. There is no possibility of the product mix happening in bawal as the dispatch dates of both the lots is 4 months apart. 5. The probable root cause of product mix could have happened at the distribution center. As an action plan, we have reached out to the business team handling and managing the distribution center to explore further investigation and determine the root cause. The corrective and preventive action will be followed after the root cause is analyzed. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that 10 venflon I 18ga 1.2 mm x 45mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: for a tender sample was to be submitted with ce mark on wrapper, and I found this particular box of venflon I 18 g without ce mark on it, but others have.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 venflon I 18ga 1.2 mm x 45mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: for a tender sample was to be submitted with ce mark on wrapper, and I found this particular box of venflon I 18 g without ce mark on it, but others have.